Event description:
Pt reported pump read "service due" but call was disconnected before more info could be collected and pt could not be re-contacted. Is the actual device available for investigation? Unk. Did we replace device? Unk; did the pt have a backup device they were able to switch to? Unk. Did the reported product fault occur while in use with a pt? Unk. Did the product issue cause or contribute to pt or clinical injury? No. Reported to (B)(6) by pt/caregiver.